Manufacturer narrative:
Investigation summary: no product was returned for evaluation. Data logs were returned for analysis. Data log analysis showed a motor current spike around 2:30 pm on (B)(6) 2025, which corresponded with a drop in the minimum p-level and mean flows. The p-level was dropped from p-9 to p-7 around 8:15 pm on the same day, but flows remained variable for the remainder of the case. Purge pressure high alarms were seen towards the end of the case. No suction alarms or other abnormalities were seen. Clinical details revealed that hemolysis was detected on (B)(6) 2025, and the pump was pulled back under tee guidance. The patient was also on crrt and swan support during the case. Device in wrong position: the root cause of the device being in the wrong position was not determined due to lack of sufficient clinical details and unreturned product for evaluation. Mechanical interaction with blood: the root cause of the hemolysis was most likely biomaterial ingestion based on data log analysis and clinical details. The case was further investigated for thrombus ingestion. Thrombus: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1978856. Device history batch: subcomponent batch: n/a. Device history review: pump #628469 passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had placed an impella cp for support of a patient admitted in without a medical history and who was found to be suffering from st-elevation myocardial infarction. The impella cp was placed and allowed for the team to assess the coronary artery disease and perform percutaneous coronary intervention. The impella cp was removed after two days due to poor positioning and hemolysis. The team escalated to an impella 5.5 and the patient survived.